Manufacturer narrative:
Reader (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. This report is being filed on an international product, model number 72112-01 which has a similar product distributed in the u.s., model number 71953-01. N/a was selected for PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error message with the adc device. Due to this, the customer experienced a headache. The customer was taken to hospital to obtain capillary glucose check, then customer was treated with glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. ER-3 was observed when a strip was inserted. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly). Debris contamination was observed on strip port. Therefore, this issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error message with the adc device. Due to this, the customer experienced a headache. The customer was taken to hospital to obtain capillary glucose check, then customer was treated with glucose by third-party. There was no report of death or permanent injury associated with this event.